Event description:
During prep of the embolic protection device, it was found to be twisted and not usable. This device was removed and replaced with no reported harm to the patient. Vendor notified by clinical site. Manufacturer response for embolic protection device, 7mm filter, 320cm otw capture wire, spiderfx embolic protection device (us) (per site reporter).